Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: the patient underwent hernia repair surgical procedures, and during the course thereof the hernia repair product was implanted. The attorney alleges the patient experienced pain, permanent injury and disfigurement.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional information received based on a medical record review. Based on the limited medical records provided as well as the patient's unknown medical history which indicates prior ventral hernia repairs with unknown mesh, there is no way to determine to what extent if any the composix kugel mesh may have caused or contributed to the symptoms experienced post implant of the composix kugel. The medical records indicate that during the explant procedure "there appeared to be two separate pieces of mesh, and these were both removed." While the details for the explant procedure state there appeared to be two separate pieces of mesh, it is unclear if the two separate pieces of mesh were in fact two separate mesh implants or the composix kugel mesh implant which is considered a dual layered mesh device. With the current information available, no definitive conclusions can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent incisional hernia repair with implant of a composix kugel hernia patch. No operative details were provided for this procedure. On (B)(6) 2013 - per the medical record indications, "this is a (B)(6) male who has had abd wall hernias with mesh repairs times two in the past." Patient has recently presented with increased swelling, pain and redness with purulent drainage. Patient has been treated with antibiotics without this resolving. On evaluation CT scan revealed what appeared to be mesh infected with abscess adjacent to the mesh. The patient underwent abdominal exploration with explant of infected mesh. Per operative details "mesh was noted in several places not to be incorporated anteriorly consistent with a mesh infection" furthermore "using sharp dissection, the mesh was then excised from the fascial edges. There appeared to be two separate pieces of mesh, and these were both removed. The mesh was consistent with dual mesh per review of the preoperative and operative reports." Numerous adhesions to the underside of the mesh were also encountered during this procedure.